Event description:
At the conclusion of aaa procedure the physician was ballooning the graft material in the left common iliac one last time when the vessel ruptured. It ruptured from the common iliac to the bifurcation. Pt had large iliacs, but they were not calcified. The physician converted the procedure to an open repair and explanted the zenith device except for the suprarenal stent and a few millimeters below it. The pt left the hosp one week after the proceudre and is doing well.